Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/27/2023, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle broke during surgery with no further information provided. This was discovered during an unspecified procedure on (B)(6) 2023. Additional information received on 1/16/2024: this was discovered during an eclipse total shoulder procedure on (B)(6) 2023. The device broke inside the patient, and all fragments were removed from the patient. There was no reported case delay. The case was completed by free hand glenoid, shooting vip pin.

Manufacturer narrative:
Additional information: h6. The complaint is confirmed. One unpackaged ar-9215-1-03 universal quick connect handle serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the device's broken tip. Visual evaluation found that the handled body tip was broken off. Many discoloration spots and marks were observed along the shaft and the knurled handle. The reported condition is most likely caused by user error overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.